Event description:
It was reported that guidewire removal difficulties occurred. The target lesion was located in the right ureter and bladder. A 035/145 amplatz super stiff¿ guidewire was advanced into the right ureter. After the stone had been broken up, the physician advanced a non-bsc stent over the wire and had done the same with the pusher. As the scrub nurse attempted to remove the wire out, "a lot of resistance" was met and the stent started bunching in the bladder. Eventually, with enough force, the guidewire came out. However, the outer sheath of the guidewire began to unravel at the tip. The physician was confident that the device was completely removed and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).